Event description:
In accordance with 21 cfr 803.22, we are notifying you that on march 16, 2010, a hospital contacted (B) (6) and reported that on (B) (6) 2009, they compared blood glucose values on a neonate patient taken with a blood glucose monitor made by bayer with those of an unspecified laboratory analyzer. In one instance, the analyzer gave a value of 34 mg/dl while the bayer monitor gave a value of 57 mg/dl. The caller indicated that the samples were obtained within 10 minutes of each other. No adverse event was reported as a result of these readings. No additional information was provided regarding this incident. The bayer monitor mentioned in this event is not manufactured or imported by our firm. (B) (6).